Event description:
The patient was implanted with a left ventricular assist device approximately six months ago. The patient was later undergoing abdominal surgery, when the percutaneous lead was accidently cut during the procedure. The pump was running at variable speeds, but not flowing. The drive line was held together and the pump started up again. The hospital staff then performed an emergency repair on the percutaneous lead. The manufacturer's technical service technician was called in to see if any further repairs were needed. It was recommended that the manufacturer send in a team to evaluate the percutaneous lead, and it was decided by the team to perform a percutaneous lead replacement. The patient was comfortable during the procedure which was successfully completed.

Manufacturer narrative:
The device continues to provide support to the patient and remains implanted. Approximately 29 inches of the percutaneous lead was returned to the manufacturer for evaluation. A continuity test was performed on the returned lead and all wires passed and no wire to wire or wire to shield shorts were induced with manipulation. The examination of the silicone sleeve did not reveal any evidence of mechanical damage. The suspect area was found on the velour portion of the lead and the temporary repair done by the hospital was noted. The root cause of the event was the accidental cutting of the percutaneous lead by the surgeon during abdominal surgery. No further information is available. The manufacturer is closing its file on this event.